Event description:
Caller reported a cartridge alarm issue with their pump, which did not adversely impact their blood glucose level. To address the problem, technical support decided to replace the pump. The caller was advised to use manual daily injections as a backup insulin delivery method and informed that the replacement pump would have an earlier version of the software, with the update available in their account. The caller was instructed on returning the old pump and setting up the new one, understanding all directives including entering storage mode and connecting their continuous glucose monitor to the replacement pump. Technical support confirmed the shipping details and sent the replacement pump.